Manufacturer narrative:
Unit passed the active current measurement, sleep current measurement test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No stuck key alarm noted during testing, however, a stuck key alarm was found in the history file and traces on 11/20/2025 20:22:31.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Confirmed pump alarmed insulin flow blocked alarm on 11/19/2025 16:59:01.000 bolus in pump downloaded history during bolus pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, label damage (stained and faded) and minor scratches on screen. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Failed battery test was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Rewind anomaly not confirmed. Cosmetic damage not confirmed at screen, however, other cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a scratch and crack on the screen, making it difficult to see, buttons that stuck and triggered stuck button alerts, lagged in response, had a slower plunger rewind, frequently rejected batteries, displayed insulin flow block error messages, and lost connection. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-386, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-386. No product return is required for mmt-332a.